Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited farfield oversensing. Upon review, technical services (ts) stated that there were inappropriate atrial tachy response (atr) due to farfield oversensing on the right atrial (ra) channel. Ts recommended to change sensitivity or have ra lead revision. This device remains in service. No adverse patient effects were reported.